Manufacturer narrative:
(B)(4). Date sent: 11/13/2025. Additional information receieved: patient is still deciding whether to get explanted or not. I have connected patient with k.g. And is currently reviewing her options.

Manufacturer narrative:
(B)(4) date sent; 2/6/2026. Investigation summary a 15 beads linx device was returned in used condition. The device was returned in a locked position, in addition an attempt to unlocked was unsuccessfully made. Bent wires and tooling marks were noted in some beads. A linx device with a visible two weld balls that disconnected from a two washer were returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been reasonably changed as part of the explant procedure. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The washer through-hole - 1 at the separation was measured and was greater than the specification. The washer through-hole was non-concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball - 1 was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. The washer through-hole - 2 at the separation was measured which was greater than the specification. The washer through-hole was concentric with amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the washer through hole didn¿t exhibit gross loss of shape. The top view of the diameter of the exposed weld ball - 2 was measured. This diameter is within the specification. The weld ball was concentric with the respect to the wire. As part of our quality process, the manufacturing records of these 14606 lot-serial numbers were reviewed, and the manufacturing standards were met prior to the release of this batch.

Event description:
It was reported that a linx device was implanted on (B)(6) 2017. On (B)(6), 2025, the patient had an x-ray. During a visit to the attending physician on (B)(6) 2025, the surgeon confirmed that the implant was broken. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 10/8/2025 an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/7/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 1/23/2025. Corrected data: d9, h11. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 10/28/2025. Additional information: having an irritating cough/feeling of burning in my throat/nose at times.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to: productcompliant1@its.jnj.com was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? What was anatomical position of the MRI? Did the patient have any other surgeries in the area? Did the patient receive any dilations while the linx was implanted? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Have not received any new information from the clinic on the patient. There was an office visit scheduled for (B)(6). Will follow up again on if/when the device would be removed.

Manufacturer narrative:
(B)(4). Date sent: 12/18/2025. Additional information received: the removal is set for (B)(6) 2025.